Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014, inratio inr: greater then 7.5, laboratory inr: 3.2. The customer was not the individual who ran tests; therefore, unable to provide any additional information or details. There was no reported adverse patient sequela. There was no additional information provided.